Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the remaining portion of the right ventricular (rv) lead that was still implanted following a lead replacement procedure was found to be unwinding. It was determined that the lead was now penetrating the atrium and damaging the patient's valve. The lead remnants were explanted and the patient's valve was repaired. No further patient complications have been reported as a result of this event.